Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well insulin flow blocked alarm. Customer¿s blood glucose level was over 400 mg/dl at the time of incident and current blood glucose level was 400 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with insulin pump. Customer stated that the insulin exited. Customer states the cannula was not bent. Customer troubleshooting was declined for high blood glucose level and troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.